Manufacturer narrative:
(B)(4). Sorin group received a report that a sorin heater/cooler 3t unit displayed an error message which stopped the patient circuit 1 during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that a sorin heater-cooler system 3t unit displayed an error message which stopped the patient circuit 1 during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported malfunction and returned the defective patient bridge to the original equipment manufacturer (OEM) for further investigation. Functional testing of the returned device identified that the stirrer motor had an electrical malfunction which caused the motor speed to change and led to the reported malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.